Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer allegation was confirmed. Based on the investigation results, it was likely that the tissue pad was intensively worn due to the following mechanism. It is speculated that the tissue pad experienced significant wear because the ultrasonic wave was emitted while the grasping part was closed without actually grasping the tissue (including after the tissue had been cut). However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: rc2058 10 ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sonicbeat tissue pad became worn and unusable. There were partial transverse tears, but it did not fall off. The issue occurred shortly after the start of the therapeutic laparoscopic lumbar surgery. The procedure was completed using a similar device. There were no reports of patient harm.